Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event around early morning after recent highs while using the ilet with humalog; the user had performed a fingerstick to confirm the low and had recently performed a fill tubing while disconnected, with no changes to targets, weight, or time settings, and no additional insulin, illness, exercise, or calibration discrepancies noted. Symptoms included hypoglycemia with a nadir of 49 mg/dl lasting about thirty minutes, without loss of consciousness or need for medical assistance. Outcomes included self-treatment with oral carbohydrates and no hospitalization or professional intervention. Investigation included product use history review, event chronology assessment, and troubleshooting and education regarding potential overcorrection following prior hyperglycemia and standard hypoglycemia management. Investigation of this case revealed no device malfunction reported, no alert history provided, and a plausible algorithmic overcorrection in the context of prior highs and recent disconnection during fill tubing, though a definitive cause was not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.